Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose has been in the 500's mg/dl the last couple of days. Caller stated that she took the pump off and bolused 1.0 unit but nothing came out of it. Caller stated there was a crack on the pump. Customer was given a shot and given a new infusion set. Caller stated that the customer was running around. Customer's blood glucose was 385 mg/dl at the time of the incident. Customer's current blood glucose is 320 mg/dl. Customer had the following symptoms related to his blood glucose: anxiety and stomach pain. Customer called from school and said his blood glucose was in the 300's mg/dl. Caller stated that they treated the customer with shots and his blood glucose was in the 200's mg/dl. Caller stated that the customer's blood glucose started off at 385 mg/dl and then it went up to 425 mg/dl and 538 mg/dl. Caller stated that this all occurred within 2 hours and caller was testing the customer every 30 minutes.